Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one powerport MRI isp w/ 8fr groshong catheter was returned for evaluation. The sample was returned assembled with the catheter attached to the port stem under cath-lock. Blood and fluid residue was noted to the exterior of the sample. No anomalies were noted to the valve. The sample was patent to infusion and aspiration with no leaks observed. As the conditions of use could not be replicated, the investigation is inconclusive for the reported blood backflow. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Possible contributing factors include inadequate flushing, abutment of the groshong valve against the vessel wall such that the valve was held open and fibrin formation on the distal end of the catheter during implantation. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during implantation, the blood backflow from the port was allegedly identified. It was further reported that a three-way stopcock connecter was used. Reportedly, the device was removed. There was no reported patient injury.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently under way.

Event description:
It was reported that during implantation, the blood backflow from the port was allegedly identified. It was further reported that a three-way stopcock connecter was used. Reportedly, the device was removed. There was no reported patient injury.